Event description:
It was reported that the device was used during an anterior resection. It was reported that the staple line was incomplete. The case was complete with a hand sewn anastomosis. Unknown patient consequence.